Event description:
The customer alleges that the patient was being transported to a medical center in an ambulance equipped with a power pro xt cot. Allegedly upon arrival at the medical center, the power pro xt cot malfunctioned and fell over, which caused the patient injuries which allegedly resulted in their death.

Manufacturer narrative:
Further information surrounding the event, injury, and device was not available. H3 other text: device not available for evaluation.

Event description:
The customer alleges that the patient was being transported to a medical center in an ambulance equipped with a power pro xt cot. Allegedly upon arrival at the medical center, the power pro xt cot malfunctioned and fell over, which caused the patient injuries which allegedly resulted in their death.